Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in line) which occurred on the homechoice (hc) during dwell 4 of 5. The technical service representative (tsr) explained the alarm. The registered nurse (rn) said that there was more moisture than normal. The rn cycled the power to get to end of therapy, and the tsr assisted to retrieve the cassette. The tsr advised the rn to let the peritoneal dialysis rn know about the alarm. The patient was connected at the time of the alarm. The patient line had been properly primed prior to connecting and there were no patient line extensions being used. The patient line had not separated from the transfer set, the patient had not pressed go prior to connecting. The patient had not disconnected prior to the alarm. All of the bags were properly connected and there were no open clamps on unused lines. A leak was noted from an unknown source. There were no pets that could cause damage to the supplies as this was a hospital unit. There was no damage noted to the overpouch or carton in which the cassette was delivered. A sharp object was not used to open the supplies. It was unknown if the supplies were damaged by an outlet port clamp or assist device. It was unknown how therapy would be completed. There were no samples available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of system error 2240 was confirmed. The root cause was undetermined. This issue is being investigated through CAPA. A follow-up MDR will be submitted if any additional information is received.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.